Event description:
Please refer to the initial report.

Manufacturer narrative:
The logbook was requested but was not provided. The investigation is therefore based on the event described. It is assumed that the problem described occurred due to a blockage in the hose system, such as by liquid. Alarms are generated when the set alarm limits are reached. If the minute volume is exceeded, the ventilator generates an acoustic and visual alarm message to inform the user of the problem. If liquids in the hose system lead to a blockage, appropriate alarms are generated, e.g. "Airway blocked?" The data provided did not determine the exact cause.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that there was a deviation regarding the ventilation after changing the patient's position. The respiratory patient was additionally provided with active humidification. As reported, there was a drop in oxygen saturation to 34 %. The patient was manually bagged; resuscitation and medication were performed.